Event description:
A nurse reported that during intraocular lens (iol) implant surgery, the posterior capsular bag tore and the lens was removed from the eye. Additional information has been requested.

Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints received in the lot number. Additional information was requested on 10/13/2008 and 10/28/2008 by phone and on 10/14/2008 and 10/28/2008 by fax and mail. A completed questionnaire has not been received.